Manufacturer narrative:
Additional information added : h10: the device was not received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A device history review revealed no issues that could have caused or contributed to the reported issue. Due to lack of actual sample, the reported issue could not be verified and the cause of the reported event could not be determined, however, if this alarm will appear again in a recurrent way, it is suggested to change the arps segment, because the part failure is likely the cause of the problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex control unit issued a transmembrane pressure (tmp) too high alarm during patient treatment. Three filters were replaced within fourteen hours due to the same alarm. Treatment ended with blood loss. There was no report of patient injury or medical intervention associated with this event. No additional information is available.